Event description:
Home pt called in response to homechoice set and reports using sets from an affected lot number. Home pt states she rec'd the "check supply line" alarm in prime, prior to pt connection, with five sets. Home pt reports that she discontinued treatment at the time and then set up new supplies. Home pt reports she was diagnosed with peritonitis on 12/31/99 and this was "around the time of the alarms". Home pt was hospitalized for 4 days and treated with antibiotics. Health care professional states home pt had reported no product difficulties to her and the cause of peritonitis is unk.